Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of clearlink system solution set with duo-vent spike was cracked/broken which resulted in a leak of unspecified cytotoxic drugs. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.